Event description:
Patient getting hemodialysis on recently purchased gambro phoenix dialyzer. The machine (1)failed to detect air in the line (light sensor should have picked up microfoam in line), and, (2) the automatic clamping device did not clamp the return (venous) line. After the air in the line migrated past both the light sensor and clamp it did alarm, alerting rn to clamp off line with no harm to patient.

Event description:
Patient getting hemodialysis on recently purchased gambro phoenix dialyzer. The machine (1)failed to detect air in the line (light sensor should have picked up microfoam in line), and, (2) the automatic clamping device did not clamp the return (venous) line. After the air in the line migrated past both the light sensor and clamp it did alarm, alerting rn to clamp off line with no harm to patient.